Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Therapy was exhausted. Boston scientific technical services (ts) was consulted and discussed that anti-tachycardia pacing (atp) seemed to have accelerated the rhythm into ventricular fibrillation (vf). Further information was received that this patient was sent home with medication changes and was going to follow up with their following physician. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Therapy was exhausted. Boston scientific technical services (ts) was consulted and discussed that anti-tachycardia pacing (atp) seemed to have accelerated the rhythm into ventricular fibrillation (vf). Further information was received that this patient was sent home with medication changes and was going to follow up with their following physician. No additional adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device delivered inappropriate anti-tachycardia pacing (atp) and five electric shocks while the patient was exercising. Rhythm acceleration was also observed during the episode and therapy was exhausted. Reprogramming was performed on this device. No additional adverse patient effects were reported. At this time, this device remains in service. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.